Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium results for one patient on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result was 3.91, repeats were 1.21 and 1.26 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated magnesium result on an architect c8000 analyzer included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 32185un21 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 32185un21 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the magnesium reagent, lot number 32185un21, was identified.